Manufacturer narrative:
The insulin pump was received with no motor error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery tests and the motor passed motor test. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.